Manufacturer narrative:
Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing indicate that speaker wires damaged, device was received in damaged/warped and non functional. The cause of the reported problem was a defective speaker due to wire been damaged. The reported problem was confirmed. The engineer provided their findings however we are unable to confirm the final disposition of the device because the customer was taking responsibility to correct/repair the device. The customer was provided with part ID and price for replacement to resolve the issue.

Event description:
During evaluation at bench repair, it was identified that the device had no audio. The device was not in use on a patient at the time of the event. There was no adverse event reported.